Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent explant due to loss of efficacy. The implantable pulse generator (ipg) and lead were disposed of in accordance with facility policy. No additional information is available at this time.

Manufacturer narrative:
Block b3: the onset date of efficacy issues was approximated based on the date the manufacturer became aware of the event, since the patient did not provide an exact onset date. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 17985762. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).